Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp). The patient stopped pumping the device a few months after the implant surgery in 2016. Since the device was over 60% filled, the patient did not seek help from the physician. On 2021, the physician discovered a "telephone cord" like kink in the reservoir tubing. A surgical procedure was performed in which the existing reservoir was attempted to be removed; however, the explant was unsuccessful due to the kinked area being encapsulated. The reservoir was left in the patient and a new component was implanted on the left side. The ipp worked properly following the implant of the new reservoir. No additional information was reported.